Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issue have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a driveline infection and is being treated with intravenous antibiotics for a pseudomonas infection of the driveline site. Pt was brought back to the operating room on (B)(6) 2014 to do a débridement and revision with wound vacuum -assisted closure (vac) placement. The pt remains on aztreonam therapy.